Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On approximately (B)(6) 2025, the patient had symptoms of hypoglycemia but the sensor was showing a cgm reading in a normal range. The patient lost consciousness due to receiving too much insulin. It is unknown what the blood glucose reading was when the ambulance arrived as no fingerstick was taken, but the patient was treated with a glucagon injection. The patient recovered, no further treatment was reported to be needed and the patient was not brought to the hospital. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). D10 concomitant medical device - additional. H2 additional information.

Event description:
Subsequent to the initial MDR, additional information is required.